Event description:
Four staff cna's were transferring resident with pt lift. The pin on the lift support broke, dropping the resident to the floor. Pt had scrapes & bruises on her back & a fractured right femur.